Event description:
Cautery tip started sparking. Surgeon had a dry rolled lap packed under the thompson retractor blade and it caught on fire. Fire was quickly extinguished. Upon removing the retractor blades, a 1 inch by 3 1/4-inch burn was noted on the upper left quadrant of the patient's abdominal skin. No internal burns noted.